Event description:
A report was received that the patient was experiencing less stimulation on her legs and back and more stimulation on her abdomen. It was noted that the patient had a fall a few months ago and the lead ripped apart. The physician did not suspect device malfunction. The patient underwent a lead replacement procedure. The patient is doing well postoperatively.